Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center displayed error code e231 (endoscope communication error). The issue occurred during procedure. The procedure was completed using a similar device and there was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d8, h4, h6, and h11 were updated. The device was not returned for evaluation. The definitive root cause of the e231 endoscope communication error could not be determined. Olympus will continue to monitor field performance for this device.